Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation, and an internal hv capacitory anomaly was noted. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
New information received indicated that the device was explanted and replaced due to extended charge time.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient presented to the clinic after receiving a patient notification and hearing a loud pop sound just previous to the notification. Device interrogation revealed an extended charge time. After a manual capacitor maintenance, charge time was in normal limits. The patient was later seen in the hospital for dft testing and no abnormal device behavior was noted. The patient was sent home with no further action taken.